Event description:
It was reported that the patient¿s blood glucose (bg) reached 355 mg/dl while wearing the pod on the abdomen. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed. The downloaded data shows the device delivered 0 pulses and is pod state 15. This indicates the device deactivated prior to the start of first prime. The only method for the pod to be deactivated prior completion of first prime is for the pod to reach an alarm state, but no alarms were observed. Final test data indicates that the device successfully completed final tests. This indicates that the pod transitioned into pod state 15 after completion of final tests but prior to the start of first prime. It is expected for the device to have reached pod state 14 if the pod was still viable and the user failed to transition the pod into the priming sequence within the activation time window. The drive mechanism was inspected and no damages or abnormalities were observed that could cause a needle mechanism failure. Although no damages were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined. Additionally, the exact cause of the device deactivating prior to the start of first prime cannot be determined as well.